Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call of being hospitalized in (B)(6) due to sclerosis. Customer reported that insulin pump was not able to rewind. Customer was confused and was not certain how to work insulin pump after being in the hospital. Customer removed battery and received a failed battery alert after reinserting battery. Call was disconnected and customer could not be reached for further hospitalization information even after several attempts.